Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported reason for revision cannot be confirmed as the product is not available for analysis. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the sling - mens instruction for use document, urinary incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this male sling due to an increased incontinence level and the patient wanted a better level of continence. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported reason for revision cannot be confirmed as the product is not available for analysis. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this male sling due to unspecified reasons. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.